Event description:
It was reported that there was resistance on the guide wire during use. No patient injury was reported. In further review of the returned product evaluation, the distal shaft was separated. This is being reported as a malfunction MDR due to the location of the separation.